Event description:
It was reported that the right atrial (ra) lead was undersensing, as p-waves could not be measured. It was decided to cap the lead and not replace it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead (B)(6) 2005. (B)(4).